Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(6). This report is filed december 20, 2013.

Manufacturer narrative:
This report is filed january 20, 2014.